Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe attached at the gate valve was returned for evaluation. Blood was observed from the gate valve and removed for evaluation. The balloon did not inflate due to an interlumen leakage in the backform between the inflation lumen and the pa distal lumen. The proximal injectate lumen was patent without any leakage or occlusion. A cut down of the backform was performed exposing the leakage location. The leakage was found to be from the incomplete lumen formation between the catheter body tube and the backform, possibly due to molding of the backform. No visible damage to the balloon latex, catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of "balloon could not maintain its inflation" was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon could not maintain inflation before use. There were no patient complications reported.